Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint identified no similar complaints from the lot. All information was investigated and based on the information provided, the reported difficult or delayed positioning associated with leaflet grasping is related to patient conditions and due to restricted posterior leaflet. A cause for the reported difficult to remove from anatomy resulting in unintended movement associated with clip jumping into the atrium during troubleshooting due to tension from the clip being caught in the anatomy cannot be determined. Unspecified tissue injury appears to be due to the procedural conditions associated with the difficulty removing the clip from the anatomy. Tissue damage/injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Delay to treatment / therapy was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat a mixed mitral regurgitation (mr) with grade of 4+ and dilated left atrium. Two clips (xtw and ntw) were implanted with no reported issue, reducing mr to grade 2. It was decided to implant a third clip due to residual mr between the two implanted clips. The residual mr was noted to be directly above the chordae area. Imaging was noted to be good. An attempt to grasp both leaflets simultaneously was done but unsuccessful due restricted posterior leaflet. Another attempt was done with independent grasping; however, the clip got caught in the anterior ¿ medial chordae. Standard troubleshooting steps were performed (e.g. Invert the clip, carefully retract the cds). The physician then retracted the stabilizer and the clip instantly jumped into the atrium due to tension in the handle. A chordal rupture and anterior leaflet damage was observed, causing the mr to increase to grade 3. The clip was then implanted, but had no effect on the mr.